Manufacturer narrative:
A philips field service engineer (fse) went to the customer site to inspect the device. The fse checked the saturation measurements with prosim8 fluke simulator and found not problems on the device. Results of functional testing indicate no malfunction of the efficia cm120 device. The cause remains unknown.

Event description:
The customer reported the satulations (spo2) incorrectly from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).